Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient stated that the tubing got detached from the quick release while she was sleeping. Her blood glucose at the time detachment was 358 mg/dl. Therefore, she changed the set and treated with a bolus. The site location was right leg and location of detachment was quick release. She stated the pump was located at right side of the bed. Infusion was in use for two days. Infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to her body. No further information available.